Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had battery discomfort when sitting and in certain positions. They stated they had lost some weight and started noticing it more. Denied any falls. The lead impedance was checked. The issue was resolved at the time of this report.